Event description:
In 2008, a doctor alleged to ormco corporation that he had four patient¿s return with enamel and dentin fractures on their second premolar teeth. All four incidents occurred with the use of damon 3mx brackets that had fallen off.

Manufacturer narrative:
The doctor restored the patient's tooth using a composite restoration and believes the patient should be fine. He reported that his staff had discarded the alleged bracket with enamel fracture, therefore it would not be returned to ormco corporation for evaluation. This is the third MDR report of the four incidents reported. This is the final report.